Event description:
This lead was returned without oos documentation from medtronic, inc. There is no record of the removal or replacement of the lead. The following physician's office would not return my calls. This lead was returned for unknown causes. The date of explant is unk.